Event description:
The bed bracket holding the rail allegedly broke, causing the pt to fall out of bed. The family was providing lift assistance in attempt to get the user back in the bed, when the pt had a massive heart attack and died.